Event description:
For poor cardiac function following complex cardiac surgery, this patient was placed on ECMO in the operating room (or). During transport out of the or, the temperature probe port on the top of the membrane oxygenator of the ECMO circuit fractured and blood escaped from the circuit. The patient suffered severe hypotension. Manual resuscitation including cardiac massage and mechanical ventilation took place until the membrane oxygenator could be replaced and the ECMO circuit restarted. The patient was then transferred to the picu. When evaluating the cause of the membrane oxygenation fracture, the initial review of this event suggested the likelihood of accidental mechanical disruption, not caused by device malfunction. Further evaluation as part of our continued review, raised the possibility of other modes of failure, including possible device malfunction.